Event description:
Reportedly, after firing, the staples were not formed correctly. Suturing was performed to control the bleeding. The pt expired 24 hrs after the operation. The cause of death was septic shock. Autopsy results have not been made available to co. Procedure: hartmans.